Manufacturer narrative:
An event of premature separation of device from delivery cable was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant. Sizing of the device was determined via transesophageal echocardiography (tee) and it was reported the shortest distance from patient defect to the aortic root was 16.4mm. During procedure, it was reported the device had pre-released from the delivery cable and embolized in the right atrium through to the right ventricle towards the apex. It was reported there was no partial or complete obstruction of blood flow caused by the device. An attempt was made to snare the device but was unsuccessful. A decision was made to transfer the patient for open heart surgery immediately and the device was removed successfully. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.